Manufacturer narrative:
(B)(6). One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The event history log was reviewed; finding a wrong cassette alarm message following cassette being latched. Pressure switch tests were performed verifying the complaint. The pressure switch test was found to be not activated during the investigation and fluid ingression was noted upon visual inspection of the pump. Based on the evidence, the complaint was confirmed in that the pumps downstream occlusion sensor was not operating properly causing it to fail pressure tests and display "wrong cassette" messages. The sensor had experienced fluid ingression causing the complaint. The root cause of the issue is customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that a wrong cassette alarm occurred to smiths medical cadd-prizm® vip system. It was also noted that the pump failed pressure testing. There were no reported adverse effects.